Event description:
The surgeon implanted a plate silicone lens model aa4204vf and the lens tore during insertion. The lens was implanted and removed without pt injury. The reporter did not indicate the model and lot numbers of the cartridge and injector used.